Manufacturer narrative:
This report is filed february 23, 2016. The device is currently not available.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (B)(6) 2015 resulting in fixture loss. The device has not been made available for analysis as of the date of this report, february 23, 2016.